Manufacturer narrative:
Follow-up #1 date of submission 01/15/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/05/2016 with the following findings: during testing, the pump powered on normally. The pump successfully completed an ez prime sequence. The pump was exercised for 24 hours with no issues; at the end of testing the basal history correctly showed 1.0u and tdd showed 24.0u. An ezcarb and ez bg bolus were calculated manually; the returned pump calculated the same units. The pump¿s bolus calculation feature was found to be functioning properly. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) value that was reported to be greater than 250 mg/dl but less than 500mg/dl with no reported signs or symptoms, which does not meet the animas criteria for an adverse event. During troubleshooting, it was determined that the pump was not calculating bolus deliveries accurately. This complaint is being reported because of the allegation of an inaccurate delivery issue.